Manufacturer narrative:
(B)(4). Concomitant medical products: persona cr standard femoral, catalog # 42502606802, lot # 62577842. Persona trabecular metal tibial plate, catalog # 42532007502, lot # 62523038. Articular surface fixed bearing ultracongruent, catalog # 42522200510, lot # 62513993. All poly patella, catalog # 42540000035, lot # 62510488. Heraeus medical palacos r+g bone cement, catalog # 00111314001, lot # 78454384 (qty: 2). Device evaluated by MFR: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00125, 3007963827-2018-00023, 0001822565-2018-01145. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per the persona knee system package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right knee arthroplasty. Subsequently, the patient experienced loosening in right knee post implantation. Attempt for further information has been made, but no further information has been provided.